Manufacturer narrative:
Follow-up #1: date of submission 07/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to respond appropriately during testing. The keypad was removed and no contamination was observed under the button contacts. The pump was opened and no damage was found to the keypad connector. The complaint of the under-responsive keypad buttons was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.